Event description:
A us distributor returned a monitor and reported monitor was displaying a service code. A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault flags/service code 105) has been confirmed. Upon investigation the monitor displayed a service code 105 (pulse test relay stuck). The cause for the failure was isolated damaging multiple components on the ca board. The root cause for the faults on the ca and defib boards was physical damage. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (belt connection) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the trunk cable connector tabs were broken and unable to connect to a monitor. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.